Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 4 infusion set cannula was bent event on (B)(6) 2024. The blood glucose level was 320 mg/dl for fourth event and not specified for first 3 events. The event occured after 3 or more hours of insertion. The site of insertion was at abdomen. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR 1876102 - MDR 3003442380-2024-05244 - device 2 of 4.